Event description:
Caller reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if any malfunction code reoccurs, which the caller understood and acknowledged.